Manufacturer narrative:
(B)(4). Service engineer (se) inspected the device and verified the alleged condition. The graphical user interface ( gui) printed circuit board ( pcb), and backlight inverter pcb. The ventilator passed all the required testing.

Event description:
It was reported that during patient use, the ventilator alarmed and the screen went blank at approximately 2:30am on (B)(6) 216. The patient was manually ventilated via an ambu bag then later switched to an alternate ventilator with no harm.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.